Manufacturer narrative:
Per the reported event, fluoroscopy of the disc position before collagen deployment was obtained, but not provided to cardiva medical inc . It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. In this case, temporary hemostasis was not achieved and the fluoroscopy revealed severely calcified vessels. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: fluoroscopy images of the device placement were not obtained. By cardiva medical, therefore it cannot be determined if the disc was properly placed for deployment. While fluoroscopy was taken to verify the collagen position in respect for the arteriotomy before deployment of the collagen, additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown.

Event description:
On (B)(6) 2020, the doctor had complete an intervention case and was looking at the angiography of the left groin which was severely calcified. The cardiva representative who was present advised against using the vascade closure device and to performed manual compression. The doctor decided to use vascade device for closure. It was noted that there was bleeding around the sheath before the closure procedure. The vascade 6/7f was selected for closure inserted into a 7fr sheath. The disc was deployed and the sheath was removed, but complete temporary hemostasis could not be achieved. Bleeding continued around the device. The doctor utilized fluoroscopy for placement and the key was inserted into the lock/grip the black sleeve was retracted to expose the collagen. The collagen was stripped off the device with the green push rod. The disc was the de-deployed and the device was removed. Pressure was held for 15 minutes and a sure stop was placed over the dressing. On (B)(6) 2020 the patient had leg pain and diminished pulse in the left leg. An ultrasound was performed and the doctor gained access to through the right groin and "fished" out the collagen plug from the patients artery.